Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a sensor error occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported that their continuous glucose monitoring (cgm) device displayed a persistent message: ¿grace period of 3 hours ¿ do not remove¿ while at work. During this time, the device did not provide any glucose readings throughout the morning. Despite being physically active, the patient was unaware of her declining blood glucose levels due to the lack of real-time data caused by the sensor error. At approximately 9:00 am, the patient lost consciousness and was discovered by workplace security, who immediately contacted emergency medical services (ems). Upon ems arrival, the cgm device was still displaying a ¿sensor error¿ message. A blood glucose test performed by ems revealed a critically low reading of 24 mg/dl. The patient was treated on-site with an intravenous glucose solution and regained consciousness in the ambulance. Hospital admission was not required, and the patient was monitored until stable. At the time of the report, the patient stated that she was doing okay. Performance data was reviewed. A "no readings", "sensor error" or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that "no readings", "sensor error" or "brief sensor issue" occurred under an hour. The probable cause could not be determined via data. No additional patient or event information is available.